Manufacturer narrative:
A ge representative performed an onsite investigation. The high voltage system was evaluated and a full filament calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may be resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited high ma errors during a patient procedure. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.